Manufacturer narrative:
Patient information was requested but unable to be obtained. The product has not been returned for analysis, however, the return is anticipated. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that three years, nine months post implant of this bioprosthetic valve, this valve was explanted and replaced due to elevated gradients. The explanting surgeon mentioned that the leaflets were coapting well, but the valve may have been implanted at an incorrect angle. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Upon receipt at medtronic's quality laboratory, visual inspection indicated that the valve was rotated in the stent; the right cusp of the valve to the non-coronary cusp position in the stent. Per manufacturing procedures, depending on the structure of the porcine tissue, a valve may be rotated to accommodate the appropriate fit to the stent. Visual inspection also noted that the valve was distorted; oval-shaped. All leaflets were slightly stiff but flexible, possibly due to the implant duration and/or the decontamination process. Tears and abrasions through the free margin and lunula of the non-coronary and left cusps were determined to be due to contact with the bias cloth along the outflow rail adjacent to the non-coronary cusp and non-coronary left stent post. The right cusp was intact. All commissures were intact. Tan pannus remained attached to the existing sewing ring on the inflow adjacent to the left and right cusps, along the tissue and base stitching of all cusps, extending along the inflow margin of attachment, into the left right and right non-coronary inferior coaptive areas, and 1 to 4 mm onto all cusps, showing a reduced inflow orifice area. Pannus remained attached to all stent posts and outflow rail adjacent to the right cusp. Analysis determined that an unknown amount of pannus had been removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: based on the received information and the returned product analysis, the high gradient is most likely caused by the pannus and distortion; impairment of leaflet mobility may have led to the high gradient. There are many studies which discuss the etiology of pannus. Pannus formation is patient-dependent based on the possible underlying cause. Chronic pannus formation may be precipitated by an immune response to the bioprosthetic valve sewing ring and /or sutures and size of the bioprosthesis. It may also be caused by the presence of an injured endothelial surface potentially releasing fibroblast growth factor-2, blood flow turbulence, pregnancy and /or inadequate anti-coagulation. The time of pannus formation after valve implantation varies; studies have reported time frames from 6-12 months. The ingrowth of the tissue may gradually affect the function of the valve leaflets. Pannus overgrowth has been an inherent risk of surgical valve replacement. In addition, distortion of the annular ring can restrict the leaflets from fully opening and/or cause misalignment of leaflets during valve closure. Distortion of the annular ring (oval-shaped) can result in more contact of the leaflet onto the cloth due to the altered position of the outflow rail and stent posts. The tear and abrasions see n in the explanted device may have been a result of the altered position of the outflow rail since the position of the distortion resulted in the narrowing of this outflow rail opening. The pannus overgrowth on the inflow would have further impaired the leaflet mobility leading to high gradient (stenosis).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.